Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers noted. Analysis was unable to test for battery out limit alarms, perform displacement, prime/ compromised force sensor, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had cracked reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. The friend states the pump alarmed battery out limit, after a battery change. The numbers began to ramp without any input. Troubleshooting was not able to resolve the issue. The customer also declined troubleshooting for the low blood glucose. The device will be returned for analysis.